Event description:
Patient presented to or with malfunction of the pumping chamber of a right paracorporeal ventricular assist device. The device had to be manually squeezed. The plastic housing was noted to be fractured. The pump was exchanged, the patient tolerated the procedure well and there was no known patient injury.